Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a onetouch verio iq meter was displaying an error 4 message. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The returned test strips passed testing. The alleged complaint was not confirmed. However, as secondary issue was discovered during investigations. The control solution test result was above the expected range when testing with the returned test strips. Lfs also received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. The alleged error message was confirmed in the error log but the error was not reproducible during investigations.